Event description:
A female who was on dialysis for six years was using a competitor's dialyzer a non eto product-steam sterilized device. The pt complained of chest pain and shortness of breath. This was the first treatment. Gave blood back to pt and slowed the treatment down and continued. For the second treatment, a co's t150l was utilized. The pt, again, complained of back and chest pain also shortness of breath. After 15 mins, took pt off the co t150l and placed back on competitor's device.